Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, periodontal disease in lower jaw, pain, increased sensitivity. 4 implants placed the same time for hybrid prosthesis - 3 others are good osseointegrated in regions 12, 23 and 25. Other 3 implants were loaded a locator.